Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 86-year-old male patient needing the impella cp for mechanical circulatory support. The impella cp was unable to be placed due to abdominal thoracic calcification. The case was not completed.